Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a pipeline vantage stent that failed to open at the proximal end and another that was difficult to deploy. The patient was undergoing a procedure for pipeline implantation to treat a ruptured proximal internal carotid artery (ica) dyplastic fusiform aneurysm. The aneurysm max diameter was 5.7mm and the neck diameter was 3.5mm. Vessel tortuosity was normal. It was reported that the devices were prepared as indicated in the instructions for use (IFU). The microcatheter achieved access distal to the aneurysm and the stent was delivered successfully to the desired location. Deployment was started and the device appeared to be opening well. The physician had to load and unload the system numerous times through the mid section of the vessel. Difficulty occurred at the proximal end. Under fluoroscopy, it appeared that the proximal end of the stent was not opened. More than 50% of the stent was deployed when the failure to open occurred. There was no friction or other difficulty during delivery of the pipeline. Some movement of the stent was noted during deployment but the device did not jump and the tip of the catheter was not moved. The physician attempted loading and unloading the stent but then decided to remove the whole system and try another pipeline vantage. Deployment of the replacement pipeline vantage was started a bit more distal than with the first pipeline, and closer to the ica junction. Deployment went well with load and unload manipulation. There was some difficulty with the middle section of the stent - when the stent was fully deployed, under fluoroscopy it appeared slightly twisted in the middle. The physician performed successful angioplasty; the stent straightened out and had good wall apposition. It was noted that the middle section of the pipelines were positioned in a vessel bend. There was no harm or injury to the patient.